Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45 lead, implanted: 1999-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead lost capture and polarity switched when device was moved out of the pocket during device change out. The lead was found to have intermittent capture at high outputs. Intermittent noise was noted on the analyzer electrocardiogram (egm) during testing of the lead. The lead was capped and a new lead was implanted. No patient complications havebeen reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.